Event description:
ICU staff reported multiple critical care patients who had pulmonary artery catheters inserted with continuous cardiac output capabilities were getting erratic numbers. The catheters were connected to a freestanding monitor provided by the manufacturer and are connected by a specific cable. Staff changed cables and monitors but reported that the results did not improve. At times the catheters would record values that are within the normal range and then within minutes record numbers that, based upon the clinical condition of the patient, could not be accurate. Occasionally, the machine would not record any values at all. No patient experienced any adverse situaions because of the catheter but the potential for harm exists to base treatment on inaccurate values.the manufacturer was contacted and sent a representative and an engineer to observe the problem. They reported that their analysis showed that the problem exists with the insertion of the catheters and that staff re-education is needed to resolve the issues. Staff re-education was completed within one week. Additional follow-up reveals: apparently, the catheters that have been problematic have recently been "improved" by the manufacturer and the new catheters require new techniques for insertion, but our staff has been using the same insertion techniques from the old catheters resulting in problems. We have had no new reported incidents since the staff re-education of which I am aware.